Event description:
An experienced clinician was attempting to break off the spatula into the vial. The spatula would not initially break at the score, even with some force. When it did break, the liquid containing the specimen splashed into her eye.

Manufacturer narrative:
The device in question is a simple plastic cervical scraping device that is used to collect a pap sample from pts. Following collection of the sample, the head of the device is broken off into a collection vial containing preservative fluid for subsequent analysis. The surepath preservative fluid package insert contains warnings against use without proper precautions, including protective eyewear, and warnings to avoid creating aerosols of the sample. Personnel at the site had been trained on proper sample collection less than 2 months prior to the incident. The clinician that was splashed in the eye received basic first aid (rinsed eye with water) and declined to seek immediate medical attention. She stated that she would f/u with her personal physician. Coopersurgical is the MFR of the device for bd-diagnostics-tripath. The spatula is packaged with a cervical brush and is labeled with the tripath imaging, inc. Name and logo as well as with the MFR's. The device involved in the incident is not available for inspection, however, samples from the same package were returned to coopersurgical on 08/31/2009. Results of their analysis are not available at this time. If additional info becomes available, a f/u report will be submitted.